Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model numbers and batch/lot numbers of the devices are unknown.

Event description:
(Report 1 of 3) it was reported that during surgery with a wrist spanning plate two screws broke while being implanted. We made requests for more information to no avail. There were no adverse patient consequences reported. There are two related report numbers for this event 3025141-2024-00492 - 3025141-2024-00494.

Manufacturer narrative:
Additional information regarding this event was received on 30 may 2024. It was reported during surgery, two (2) 2.7 cortical screws broke during insertion- "one with only drilling bicortically and the other with tapping". It was reported both screws were being implanted in the metacarpal portion of the dorsal spanning plate. The surgery was completed using one (1) screw from another manufacturer, and the remaining screws were 2.7 locking screws. This issue prolonged the surgery by 30 minutes. Corrected data: health effect- impact code (annex f): updated to 4632. H10 updated with related report numbers.